Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) and a notice of field correction of the device, corrosion was present on the back-up batteries. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The batteries had already been replaced in (B)(6) 2012.